Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7080506, UDI: (B)(4).

Event description:
It was reported that during a procedure the spinal cord stimulator leads were frayed by a scalpel. The patient underwent a spinal cord stimulator lead explant procedure. The explanted device will not be return.